Event description:
It was reported that during a routine ICD device change-out, the lead could not be removed from the header and eventually had to be cut out. Patient was fine.

Manufacturer narrative:
The reported field event of the inability to remove the lead from the header was not confirmed in the laboratory. The device was returned with the header broken off the ICD can. Test leads could not be inserted into the broken header. Bench tests could not be performed on the device. The cause of the field event could not be determined.